Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle it retrieved during the same surgical procedure? Yes the needle was retrieved. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No. What tissue/location was suturing when pull off occurred? The anastomosis of the distal end of the vein graft as mentioned in the first e-mail. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No, they were able to continue with the other needle at the opposite end of the suture. What is the most current patient health status and condition? No mention of any impact to the patient when I asked. Procedure and event date? (B)(6) 2022. Product no longer available.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 222 and suture was used. During the procedure, when suturing the anastomosis to the graft, the needle and suture material separated at the swage. The needle remained intact. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number:(B)(4). Date sent to the FDA: 4/21/2022 . H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.